Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildy tortuous and severely calcified superficial femoral artery. A 5.0mm x 150mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmosphere for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter. The balloon was loosely folded with fluid in the balloon and inflation lumen. The tip, markerband, balloon, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material located 50mm distal from the proximal markerband. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildy tortuous and severely calcified superficial femoral artery. A 5.0 mm x 150 mm x 150 cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmosphere for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.